Event description:
It was reported that an occlusion occurred while using the ilet with a contact detach infusion set, during which a fingerstick blood glucose reading of 500 mg/dl was observed and the issue resolved only after changing the infusion set supplies. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included successful self-management through supply replacement with no escalation of care. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that was alleviated by replacing the affected components. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion attributable to use-related or product-related factors that could not be further isolated.